Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm stated that the initial investigation shows unit pumps with a patient trainer and 40 cc balloon, however, the blood pressure readings were reading very low. With a mini-simulator, at 150 bpm, the unit does not zero and fails the zeroing process, with no jump in the waveform when holding the zero buttons. When attempting to calibrate the blood pressure channel on the front end board, the voltage would not adjust past -2.20 vdc. To fix this issue, the stm replaced the front end board and calibrated the blood pressure. The unit now zeros correctly and blood pressure readings are normal. The stm then performed all calibrations for front end board replacement. The iabp passed all functional, safety, and electrical tests to factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported during initiation of therapy that the cs300 intra-aortic balloon pump (iabp), customer¿s blood pressure transducer would not zero. Customer swapped interface cable and transducer with no change. The customer changed out cs300 with another cs300 and continued case with no harm to patient.

Manufacturer narrative:
The front end board was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The technician installed the board into cs300 test fixture and tested to factory specifications per cs300 service manual. The board failed testing and the technician was able to verify the reported failure "blood pressure does not zero". The front end board was sent to the supplier for failure analysis per procedure.

Event description:
It was reported during initiation of therapy that the cs300 intra-aortic balloon pump (iabp), customer¿s blood pressure transducer would not zero. Customer swapped interface cable and transducer with no change. The customer changed out cs300 with another cs300 and continued case with no harm to patient.

Manufacturer narrative:
The supplier returned the front end board to the getinge national repair center (nrc) and verified the reported failure. They replaced the defective r18 and the board passed all of their testing. A senior repair technician of the getinge nrc installed the front end board into a cs300 test fixture and tested to factory specifications per cs300 service manual. The technician inspected the board per procedure and it passed testing. The front end board was then put into stock.

Event description:
It was reported during initiation of therapy that the cs300 intra-aortic balloon pump (iabp), customer¿s blood pressure transducer would not zero. Customer swapped interface cable and transducer with no change. The customer changed out cs300 with another cs300 and continued case with no harm to patient. No adverse event was reported.